Manufacturer narrative:
Complaint history and product history records could not be reviewed because the lot number provided by reporting facility is an inaccurate number that is not traceable to manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: 2019-49897.

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a foreign substance was found on the optic of the lens. The foreign substance was minuscule, therefore was only detectable with a microscope. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided of the lens in the eye. What appears to be possibly a long, straight fiber/scratch/crack is observed on the optic. In addition, there are multiple, smaller dark areas around the center and edge of the optic that may be damage/foreign material. It cannot be determined if this is on the anterior or posterior side. Without the actual sample we cannot determine if this is damage or foreign material as reported. The complaint history and product history records could not be reviewed because the reporting facility did not provide an accurate lot number or any identification traceable to the manufacturing documentation. Based on our observation of the attached photos, there appears to be what could be foreign material or damage on the lens. Without the actual sample we cannot determine if this is damage or foreign material as reported. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).